Manufacturer narrative:
The data acquisition (da) pcba was received for failure investigation. It was tested, and no failures were identified.

Manufacturer narrative:
Date of report: 23jul2021.

Event description:
It was reported there was a proximal line zero-point alarm while in use with a patient. The ventilator was on a patient at the time of the issue. The patient was placed on a different ventilator. No additional harm was reported. The field service engineer (fse) performed a test run but the issue was not duplicated. The event log confirmed the occurrence of check vent: proximal pressure sensor auto-zero failed. The fse determined the data acquisition board needs to be replaced. The fse replaced the data acquisition board and the issue was resolved.